Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was capture in unipolar, but no capture in bipolar. Technical services (ts) discussed possible lead fracture. In addition, a signal artifact monitoring (sam) episode was stored due to noise with oversensing; this episode showed non-physiologic noise and noise that resembled minute ventilation (mv) sensor oversensing. Additional information received reported that this pacemaker and right ventricular (rv) lead were operating in unipolar mode with minimal oversensing. The field representative noted that the patient was not pacer dependent and had an upcoming appointment with the physician to discuss having a new lead implanted in the near future. This pacemaker system remains in service. No adverse patient effects were reported.